Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported to us by a user facility medwatch form, (B)(4), during an unknown procedure; while using the harmonic scalpel, the bottom tip broke off in patient. The instrument was removed and the tip was retrieved and removed from patient. There was no patient consequence. Device is available for return.

Manufacturer narrative:
(B)(4). The device was returned with the blade tip broke off and returned. During functional testing on gen11 instrument error screen was displayed. The device will stop activating when the blade becomes damaged. The device was disassembled and blade was broken and located inside the tube proximal to the tissue pad. The blade broke due to contact with clamp arm pin. No conclusion could be reached as to what caused the blade to make contact with the clamp arm pin.